Event description:
It was reported that an 840 ventilator had a battery issue. The customer called to cancel the onsite service. The ventilator was not on a patient at the time of the event. No additional information was provided.